Event description:
Smiths medical reported leakage through the cuff was found after unknown hours in use. The unit was pretested per the instructions for use. Event occurred at hospital in another country.

Manufacturer narrative:
Results evaluations: smiths medical is unable to perform a thorough investigation into this event, as the event sample was not retained. A review of our complaints history confirmed this to be the first complaint for the lot numbers identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: as this unit worked as intended for an unspecified amount of time, it is unlikely the result of a manufacturing error. We have determined the root cause for this incident is likely that the cuff became damaged following insertion through the stoma. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.